Manufacturer narrative:
This supplemental is being created for a correction to b5: correction for the medwatch (2) supplemental that was created in error, which linked patient identifier (B)(6) case which was non-reportable.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light on the evis exera iii xenon light source was broken. The issue occurred during reprocessing. There was no patient harm or impact associated with the reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The reported was not confirmed. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
This report is related to patient identifier (B)(4).

Manufacturer narrative:
Additional information regarding the related patient identifier case was added to b5. This supplemental report is being submitted to provide this information.